Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient had cervical stimulation and was only feeling stimulation when she tilted her head to the left. The patient did not feel stimulation when her head was in a normal, forward position. The reporter stated that the device was in magnet amplitude mode and they were trying to "get around" this mode with the clinician programmer. It was reported that the clinician programmer magnet was used three times with the device but did not work. It was noted that the patient's magnet wasn't available at the time. A revision surgery was planned. Two days later it was reported that impedance checks and reprogramming could not be performed because the device was in magnet amplitude mode. An x-ray demonstrated an intact system. The reporter stated that no malfunctions were seen and the cause of the issue was not determined. Two and a half weeks later it was reported that the implantable neurostimulator had been explanted. It was noted that intraoperative impedances demonstrated values less than 1000 ohms on contacts 0 and 1 and less than 3000 ohms on contacts 2 and 3. It was noted that hospital policy did not allow for return of the device. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reported the cause of the event was that the patient had cervical instability at "c4-5." Impedances were reported to have been normal. On (B)(6) 2012 an x-ray and CT scan were performed. The x-ray showed neural stimulator wires seen overlying posterior elements of "c3 and 4." The CT scan showed electrodes similar appearance to the x-ray. The day of explant an anterior cervical fusion was also performed, and the patient had a replacement device placed in the subclavicular region. Signs and symptoms associated with the event was change in stimulation. The patient required hospitalization due to the event. Patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_ext, product type extension; product ID 7434-e, serial# (B)(4), product type programmer, patient. (B)(4).